Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was re-calibrated to address the "service required" condition. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. The device was found to audibly and visually alarm as designed.

Event description:
The MFR received info alleging "service required" and "high temperature" alarm condition occurred. There was no harm or injury reported.